Event description:
Clinic notes were received on the patient. It was reported that in (B)(6) 2011 the patient had noted an increase in seizures. Prior to this past weekend in november, she states that her seizures have been well controlled. The site reported that the patient will be doing great for months, then over the course of battery life running out, or after surgery if her settings weren't set back to her original and had to be slowly uptitrated, she will have several seizures which leave her paranoid and believes things are occurring (hallucinations). Once her vns is increased or within therapeutic range, her seizures decrease and her hallucinations disappear. Every time her physician increases her vns to a therapeutic range, she no longer has seizures, and no longer acts paranoid. The patient's seizures usually increase when her battery is low or needs to be adjusted. The patient had their vns battery replaced and it was returned for analysis and confirmed to at n eos but still able to deliver the patient's vns settings. In the product analysis laboratory, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The near end-of-service (n eos) was set at bench testing. Results of diagnostic testing indicated the device was operating properly with n eos yes. The data in the diagaccumconsumed memory locations revealed that 116.680% of the battery had been consumed. The battery voltage value stored within the generator (2.427 volts reported during fet) suggests an n eos, battery partially depleted, condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.